Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm and a motor position encoder error alarm. The customer's blood glucose reading was 66 mg/dl. The customer stated that he went through a body scanner at the airport. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test and self test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump received stuck in motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error test, excessive no delivery test and occlusion test due to motor error alarms. No cosmetic damage noted.